Manufacturer narrative:
Glucm qc is within 2sd of customer's established ranges for all 3 levels. Bci service replaced the glucose reagent syringe, cleaned the cup and reagent lines, and installed a new electrode. No new incidents for glucose seen to date since repairs were performed. Although parts were replaced, root cause is unknown at this time.

Event description:
A customer reported to beckman coulter inc. (Bci) that the unicel dxc 800 pro synchron chemistry analyzer generated erroneously low glucose (glucm) results for ten (10) patients. These results were reported out of the lab. Repeat testing on the same instrument generated higher results. Results are shown. Customer confirmed there was no effect on patient treatment.